Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device had a one inch cut or tear on the cord. There were no delays in the surgical procedure as a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a cut on the cord with wires exposed and a failed thermistor. Therefore, the reported condition was confirmed. It was determined that the cut on the cord was from allowing the cord to come in contact with a sharp object. It was determined that the thermistor showed signs of damage indicative of damage caused by the sterilization process or immersion during cleaning which was failure to follow directions for use. The assignable root cause for the cut on the cord and failed thermistor was determined to be due to misuse, abuse and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.